Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) . Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Claim letter received. Patient has not been revised, we do not have part/lot information, and we cannot assume which products are affecting the patient. Therefore, at this time we will report an unknown hip. We will update the complaint accordingly, should we receive additional information. Update rec¿d 03/01/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and difficulty ambulating.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Update 03/22/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, part/lot numbers provided. Note that stickers provided were for duroloc components, not asr as previously reported. The complaint was updated on: 04/13/2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: claim letter received. Patient has not been revised, we do not have part/lot information, and we cannot assume which products are affecting the patient. Therefore, at this time we will report an unknown hip. We will update the complaint accordingly, should we receive additional information. Update rec¿d 03/01/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and difficulty ambulating. Complaint was updated 03/01/2017. Update 03/22/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, part/lot numbers provided. Note that stickers provided were for duroloc components, not asr as previously reported. The complaint was updated on: 04/13/2017. Update may 11, 2017: notice of transfer received. There is no new information that changes existing reportability decision. This complaint was updated on may 22, 2017. Update jun 14, 2017: legal medical records received. After review of medical records , there is no new information added that changes the existing MDR decision. This complaint was updated on: jun 27, 2017. / / investigation method: previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. ----- no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). ----- update rec¿d 03/01/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and difficulty ambulating. Complaint was updated 03/01/2017. Update 03/22/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, part/lot numbers provided. Note that stickers provided were for duroloc components, not asr as previously reported. The complaint was updated on: 04/13/2017. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.